Event description:
Additional information: it was reported that the cause of the event was due to suboptimal placement of the thoracic catheter. Imaging and a catheter dye study were performed on (B)(6) that showed asymmetric filling of subarachnoid. The patient experienced lower thoracic and iliopsoas spasms. The patient was hospitalized due to the event. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effects. The patient was experiencing increased spasticity following a catheter revision despite the dosing increases. A catheter revision was completed in (B)(6) 2012 due to catheter tip placement. There were no alarms and no volume discrepancies. A catheter dye study was performed on 2012-(B)(6). The reporter "did not have any details regarding if there were any problems found". The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# n301063015 serial# implanted: 2011-(B)(6) explanted: product typ catheter; product ID 8 709sc lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ catheter; product ID 8709 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ catheter; product ID 8578 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ accessory. (B)(4).